Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the initial reporters first name, and to provide the completed investigation. One used 6fr angio-seal evolution device was received for product analysis. The header bag with an activated temperature sensor was returned with the device. The returned device was subjected to visual analysis where a blood like substance was found on the exterior of the device. The collagen could be seen partially tamped at the distal end of the compaction tube. The green compaction marker was not visible as only 0.87" of the compaction tube was visible. The anchor could not be seen with the collagen. 0.59" of the carrier tube assembly could be seen exposed from the hemostatic sheath. The hemostatic sheath was properly mated with the deployment sleeve of the device, which was in the rear lock position with the color bands fully exposed. The button was stiff. After gross visual analysis, the upper handle was then removed from the lower handle exposing the gearbox assembly. The rack could be seen in a partially proximal position with 1.525" of the rack proximal to the gearbox. The gearbox appeared properly seated with in the grooves of the lower handle. The gearbox assembly was then closely examined. The distal stake on the rack appeared no longer attached to the rack. Functional testing was then performed on the gearbox assembly by turning the drive gear counter clockwise. Both the rack and compaction tube advanced with little resistance experienced. There were no anomalies noted with the gearbox. The complaint could be confirmed for anchor detachment, as the anchor was not returned with the collagen. Had the incident been pullout one would have expected the anchor to still be attached. The collagen appeared partially tamped with the slack in the suture present. At this time, it is unclear how the anchor became detached from the suture. The suture is known to display different mechanical properties as it is exposed to a high temperature. Since the temperature dot was black this indicates that at some point the device was exposed to high temperatures. At this time, it is unclear when this occurred. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. The user facility reported similar events from the same product code. See MDR's 2243441-2017-00171, 2243441-2017-00172, and 2243441-2017-00173. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported problems with the involved angio-seal evolution device. The following information was provided by the user facility: (1) according to the doctors and the nursing staff, the plug/anchor came out while pulling the device to deploy; (2) then on a later date the doctor used an evolution 6f angio-seal with the exact same problem, however, it was from a different batch lot; (3) it seems, as the doctor pulls the angio seal device to deploy the device, the suture breaks away from the anchor and then the hole device pulls out without deploying the collagen; and (4) there was no harm to patients.